Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Lot # is unknown. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that blood leaked past the bd posiflush¿ normal saline syringe plunger during use. This occurred with 2 syringes in the same day, once with a catheter, the other with a fistula. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: "while infusing into vascular access the syringe leaked blood out behind the plunger. This happened in two situations today, one on a catheter and another with a fistula.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blood leaked past the bd posiflush¿ normal saline syringe plunger during use. This occurred with 2 syringes in the same day, once with a catheter, the other with a fistula. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: "while infusing into vascular access the syringe leaked blood out behind the plunger. This happened in two situations today, one on a catheter and another with a fistula."